Event description:
Livanova received a report that a s5 erc tubing clamp gave an error message "arterial clamp doesn't open / close" during setup. There was no patient involvement.

Manufacturer narrative:
There was no patient involvement. Livanova deutschland manufactures the s5 erc tubing clamp . The incident occurred in montpellier, france. The device is not available for return since customer will scrap it. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. H3 other text : device not available since customer will scrap the part.

Manufacturer narrative:
H10: livanova learned that the erc tubing clamp gave error message "arterial clamp defective" and open/close function buttons disappeared from the cp5 control panel during setup. At the contrary of what reported initially, the device was no scrapped and was returned to livanova deutschland for repair. The reported issue was not reproduced. As per equipment maintenance intervention prevention the following parts were replaced: stator with sensor board, spindle complete with block, bearing ad groove ball bearing, both clamp boards. Subsequent functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Event description:
See initial report.

Manufacturer narrative:
H10: based on the field service activity performed, root cause of the reported event could be due to defective stator and clamp pcb boards. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.